Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation. Evaluation confirmed (B)(4) devices of the reported event. (B)(4) devices were found to have broken trigger assemblies. (B)(4) devices were found to have disassembled chucks. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, in which the device reportedly disassembled. There was no patient involvement; no patient impact.